Manufacturer narrative:
(B)(4) a partial lead with the connector pin measuring 34.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during lv lead revision, insulation anomaly was observed on rv-lead. The lead was extracted and replaced with competitor lead. The patient condition was in good condition.